Manufacturer narrative:
Other relevant device(s) are: product ID: e tuf2514c102e, serial/lot #: (B)(4), ubd: 24-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii abdominal stent grafts was implanted in an endovascular procedure for a patient. It was reported that the patient expired three days after the procedure. It was confirmed that no information regarding the patient's death is available. No additional clinical sequelae were provided and the patient is expired.